Manufacturer narrative:
(B)(4). Additional information requested but unavailable: what was the product code of the stapler that locked during firing? Please clarify: on the complaint form it is marked other for the action taken in the procedure. Please clarify: the doctor believes that the adverse event is related to product malfunction, it is marked yes. What was the adverse event to the patient? Was the device used in a post-market study or clinical trial, it was marked on the complaint form as unk?

Event description:
It was reported that during a gastroplasty bypass procedure, the stapler locked before being used and did not open. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Additional information received: code: ec45a; lot: n92251. She also informed that there was no adverse event / consequence to the patient. Lot #n92251: the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Batch # n55g07 additional information was requested and the following was obtained: what was the product code of the stapler that locked during firing? Ec45a what was the adverse event to the patient? It was not an adverse event. He does not believe that is was an adverse event. The ec45a device was received for analysis with no visual non-conformances and with an ecr45b cartridge loaded on the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.